Event description:
It was reported that the device leaked. The tube of the pouch was found to be welded on the outside of the bag. It is unk how much blood was lost. An unk amount of bagged blood was required for the pt.

Manufacturer narrative:
The device will not be returned to the MFR for eval.